Event description:
It was reported that the device was explanted after an implant duration of zero days. Through follow-up with the health-care provider, it was learned that repair caused more mitral regurgitation. Therefore, the device was explanted due to an unsuccessful ring repair. Per the operative report of 01/08/2010: "the mitral valve was exposed. The vegetation was noted. It was excised using 5-0 prolene mattress simple sutures. The cleft was repaired. A 28 annuloplasty was placed using 2-0 tycron sutures. The atrium was closed with 4-0 prolene. After the deairing procedure and adequate reperfusion, the patient was weaned from cardiopulmonary bypass. There was now significantly more mr, it looked like it dilated tricuspid valve. Therefore, the patient was placed back on bypass."

Manufacturer narrative:
(B)(4)=unsuccessful ring repair. Device not returned. This event was determined to be reportable per edwards lifesciences procedures. The event was learned through implant patient registry. Through follow up with the health care provider (via fax), additional information and a copy of the operative report was received. The device history record (DHR) review was completed, and this device passed all manufacturing and sterilization inspections with no nonconformance.